Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached. The attempted sensor insertion was at the abdomen on (B)(6) 2016. It was reported that the transmitter was removed prior to removing the sensor pod. No additional event or patient information is available. A sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor is considered to be detached. The customer complaint was confirmed. A root cause could not be determined. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body.